Event description:
(B)(4) clinical study. Same case as: 2134265-2012-04803. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infraction. In (B)(6) 2010, during the index procedure, the physician implanted a 3.5x32mm taxus liberte and a 2.75x16mm ion stent in a unknown lesion. Details of the lesion are unknown. In (B)(6) 2012, the patient experienced myocardial infarction. Repeat angiography was performed as a result of this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).